Event description:
Outpatient surgery, pt undergoing an elective day surgery which was a lysis of adhesion procedure/epidural pain injection. Catheter and needle broke off at the tip, when trying to remove it which was confirmed by a CT scan. No pain, no added tests or length of stay. Pt advised to see referring doctor -neurosurgeon- to evaluate the retained object. Pain management doctor performing the procedure fully disclosed issue to the pt. Product is a brevikath epimed catheter, lot 11933461, expires may 2014. Needle is lot number 12153489, expires june 2014. Dates of use: 2009. Diagnosis of use: pain injection.